Event description:
It was reported that the relion insulin syringe contained foreign matter prior to use. The following information was provided by the initial reporter: "consumer reported finding most all syringes in first packet opened to have a liquid coming out of the needle before use. One syringe used from this packet before noticed liquid in them."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes,. D9: returned to manufacturer on: 09-jun-2022. Investigation summary: customer returned (70) 3/10cc, 6mm, 31g syringes (20 in open poly bags, 50 in sealed poly bags) with the shelf carton from lot # 1347457. Customer states that the syringes have a liquid coming out of the needle before use. Thirty out of 70 samples (all 20 from the open poly bags, 10 from sealed poly bags) were examined and 7 out of 20 samples in the open poly bags and 5 out of 10 samples from the sealed poly bags exhibited a small clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1347457 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. No root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the relion insulin syringe contained foreign matter prior to use. The following information was provided by the initial reporter: "consumer reported finding most all syringes in first packet opened to have a liquid coming out of the needle before use. One syringe used from this packet before noticed liquid in them.".